Event description:
A user facility reported to olympus that error code "e105" occurred and the lamp emitted a yellow light. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. However, the evaluation found a cracked/damaged front panel. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (error 105/lamp emitting yellow light) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.